Manufacturer narrative:
Patient codes: 3189 - surgical intervention. It was reported that the patient had a removal surgery on (B)(6) 2020. It was reported that following the procedure the patient experienced adhesion.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. It was reported that the patient underwent a previous hernia repair surgery on (B)(6) 2016 and mesh was implanted. Other procedure is captured in a separate file. No additional information was provided.